Manufacturer narrative:
The user reported that cgm showed results that were different from glucometer measurements. Several examples were provided by the user: 1. On (B)(6): time stamp not provided /sg= 40 mg/dl / bg= 111 mg/dl. 2. On (B)(6): around 2pm est /sg= 54 mg/dl / bg= 110 mg/dl. 3. Date and time stamp were not provided /sg= 54 mg/dl / bg= 107 mg/dl. A review of the in-vivo raw sensor data did not reveal any anomalies that can potentially cause inaccuracies. The root cause may potentially be related to a period of instability in the vivo state of the sensor hydrogel. The user performed a sensor relink on (B)(6) 2025 and better sg/bg agreement was observed after. A review of sensor data from the two weeks following the event confirmed good agreement between sg and bg values. The user was advised to continue using the system. A transmitter replacement was provided for the user as they could not upgrade to the most current firmware. The transmitter was returned and investigation found that the transmitter micro-usb port had signs of slight liquid ingress on the charging pins inside the port when received. B4. Date of this report 25 june 2025. G3. Date received by the manufacturer? 25 june 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On february 23, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.